Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A customer¿s wife reported the customer experienced a medical event as a sensor scan of 69 mg/dl was received compared to a competitor brand meter result of 34 mg/dl. The emergency service was called and upon their arrival, blood glucose of 32 mg/dl was obtained and the customer received unspecified third-party treatment. No further information was provided as the call got disconnected. There was no report of death or permanent injury associated with this event.